Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited nurse report from the (B)(6) of high temperature and peritonitis with (B)(6) in a patient coincident with dianeal unknown bag therapy. On an unreported date, the patient began treatment with dianeal unknown bag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced a high temperature and peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2g, ip, stat) and ciproxin (750mg, by mouth, twice a day). Outcome for the events of high temperature and peritonitis with (B)(6) were not reported. On an unreported date in (B)(6) 2011, the patient's pd catheter was removed and dianeal therapy was withdrawn. At the time of this report, remedial therapy was ongoing. An opinion of causality was not reported for the events of high temperature, peritonitis (B)(6) and the relationship to dianeal unknown bag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is unknown.